Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device lot history was reviewed, and no nonconformities were found that would have led to the reported complaint.

Event description:
The event involved unspecified transducers with unknown list and lot numbers. The reporter stated that they are seeing air bubbles in the device during patient use. Furthermore, the customer reports flushing issue: very slow flushing, on pulling the string and small length: abg line length is short to reach radial artery from the back of the bed. The customer also stated risk of clots due to the flow flushing and need to flush manually and unable to get good trace. The reporter stated handling issues in that the syringe was very close to the transducer and short length line between transducer and syringe, hard to reach while doing the bloods. The set was used for aterial, and/or cvp monitoring intraoperative. The use of set was started on (B)(6) 2024 at 2:10:57 pm and ends on (B)(6) 2024 7:48:08 am. The customer stated that setting up of the safeset was neutral. There was patient involvement and a delay in therapy but there was no harm reported as a consequence of this event.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined. D4: unknown UDI due to no list or lot number provided.